Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The lead had high pacing impedance, a sudden increase in sensing integrity count (sic), as well as a high number of non-sustained ventricular tachycardia (nsvt) episodes, and noise which triggered a lead integrity alert (lia). Lead fracture was suspected. It was noted that the patient had a fall approximately one month ago. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.